Manufacturer narrative:
The patient required revascularization of the treated lesion. This is being reported as a follow-up to the clinical study. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. Availability to enter this information in section c is still work in progress at spnc, thus the drug information is noted below: stellarex 0.035 otw drug-coated angioplasty balloon. Paclitaxel drug, 1.3 mg. Therapy date: 03/15/2017. Adjunct to pta in the treatment of denovo or post pta occluded/ stenotic or restenotic lesions (excluding in-stent) in fem-pop arteries. Lot #: fwt16j22b. Expiration date: 09/30/2018. (B)(4). Foreign-(B)(6) / study name- saver: patient ID (B)(6). PMA number is not applicable. The device is commercial product with a ce mark that was used as part of a clinical registry. / combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2017, three stellarex catheters were used to treat the target lesion of the left mid and distal sfa. Approximately 6 months post index procedure, the patient reported claudication of the left calf. A successful revascularization of the target lesion was performed on (B)(6) 2017. The physician indicated this is not related to the study device or procedure.